Event description:
On (B)(6) 2022, it was reported by a sales representative via sems ar-9628 3.0 drill bit tip broke. This was discovered during an unspecified procedure, with no patient harm reported. Requested additional information.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the end of the drill bit was missing. The broken piece was not returned for investigation. The length of the device was measured and found to be 7.79 inches. It was also noted that there were circumferential markings on the device. The laser markings were also noted to be faded. The cause of this remains undetermined.